Event description:
Dealer states the board has a burnt spot on it. The dealer did not know how it happened. The end user stated to the dealer that the unit smoked and then blew up. The dealer described this as just smoking and that may coincide with the burnt spot on the pc board. The dealer states the unit is running fine but the service light is always on the front of the unit. Dealer did not have specifics on how it may have happened or when. Unit is still running.